Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were unable to remove the device / dissection. A 7 french (fr) sheath (25 cm) was inserted into the left common femoral artery under ultrasound guidance to initiate treatment for chronic total occlusion (cto) #7. After the treatment, the angio-seal device was used for hemostasis. The device was inserted after the insertion sheath was inserted into the artery. The anchor was inserted into the artery as usual, and the insertion sheath and the device were mated and locked. The insertion sheath/device assembly was attempted to be withdrawn but could not be withdrawn. The anchor trapped in the calcification was surgically removed along with the intima, and surgical hemostasis was performed. Hemostasis was successfully achieved. No additional treatment such as blood transfusion was required for this event. Estimated blood loss was less than 250 cubic centimeters (cc). The anchor inserted into the artery was deployed, but it is highly likely that the anchor was caught and trapped by calcification during deployment, making it difficult to remove. The intima was dissected along with the calcification trapping the anchor, and the device was removed along with the anchor. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french (fr). The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 millimeters (mm). Additional event information: the patient required surgical intervention due to the event. The patient's status following the event was recovering. A pre-deployment angiogram was performed. Left femoral artery puncture. No equipment or other devices were used with the above product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the complaint could be confirmed for withdrawal difficulty of the device. The exact root cause could not be determined. It is likely that the device was deployed in a region with significant calcification present at the puncture site, leading to the reported adverse event. The angio-seal device is not intended for use if calcium is present, as the presence of this substance can interfere with device deployment and successful closure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).